Event description:
Endometrial ablation procedure performed for menorrhagia. Five days later, pt developed severe abdominal pain to left quadrant, elevated wbc of 13,000 and temp of 100.4. Admission to e.r. Resulted in negative CT for pe and positive pelvic ultrasound for questionable abscess to sigmoid colon, positive CT of abdomen for abscess. Hosp admission 2003 resulted in laparotomy and sigmoid colostomy due to sigmoid abscess and suspected uterine perforation.